Event description:
It was reported that the ilet issued an occlusion alarm following a meal announcement, with the patient having removed the infusion site multiple times prior. Glucose levels were elevated but declining after the caregiver completed a supply change. Symptoms included hyperglycemia with a high of 400 mg/dl. Outcomes included no hospitalization and symptom improvement after supply replacement. Investigation included troubleshooting with the caregiver and education on supply replacement. Investigation of this case revealed that the occlusion alarm resolved after replacing the infusion set and related supplies. It was concluded that an occlusion occurred and resolved with supply change, with glucose levels subsequently improving.